Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited oversensing leading into inappropriate shocks. Additionally, loss of capture (loc) was also noted on this right ventricular (rv) lead. The health care professional (hcp) indicated the patient was going to be transfer into the facility where the device implanted. (B)(6) technical services (ts) recommended to page a local field representative for further testing in person. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).